Event description:
Irrigation was inadequate and the catheter was unable to ablate. The catheter was removed and replace with no harm to the patient. Manufacturer response for catheter, catheter (per site reporter), mfg contacted by site.